Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the gigalix tube failed and no image was possible. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the anode bearing was blocked. Due to the forces occurring with a blocked bearing, it is possible for the tube insert to become damaged. This leads to a leakage of the tube insert and the loss of high voltage stability. In this event, no x-ray can be released and the tube is no longer usable for imaging. The x-ray tube was changed and the error did not reoccur.